Event description:
The explanted generator and lead were returned to the manufacturer for analysis. The end of service condition for the pulse generator was determined to be the result of normal battery depletion. There was no condition noted during evaluation that would suggest any anomaly with the device. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported tht during generator replacement surgery for end of service a lead break was observed and the lead was also replaced. It was reported that the generator was unable to be interrogated due to end of service, so the lead fracture was not observed until the generator replacement surgery.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.